Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Detailed documentation was shared with livanova and analysis revealed the following: in early 2022 patient's course was complicated by endocarditis; on (B)(6) 2022 test was positive for mycobacterium chimaera and burkholderia cepacian; the patient was placed on a 3-drug therapy from (B)(6) 2022 to (B)(6) 2022; on (B)(6) 2022 the patient underwent an aortic valve replacement surgery; it is planned to complete one (1) year of therapy with a 2-drugs regimen. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a male patient undergoing a transesophageal echocardiography, total cardiopulmonary bypass, and aortic valve replacement surgery on (B)(6) 2015 was found to be infected by mycobacterium chimaera. Heater-cooler 3t was used in this surgery.

Manufacturer narrative:
According to the livanova legal counsel, no additional information will be received in the near future. Therefore, the company will proceed with closing the case. However, if new information becomes available, the complaint will be reopened and updated accordingly. A DHR review could not be performed since possible serial number involved was not provided, but was not equipped with vacuum and sealing kit since upgrade activity started in 2017. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action.

Event description:
See intial report.